Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the pump usb port was observed to be damaged, resulting in the charging cord being unable to plug into usb port. The customer's blood glucose level was 188 mg/dl. The customer reverted to an alternate method of insulin therapy.